Event description:
A health care professional reported that during surgery, they noticed that one of the lens haptics was broken. There was no patient contact. Back up lens was used. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. Lens received in an unknown plastic sample container. Solution is dried on the iol. Both haptics are broken and adhered to the optic surface with solution. The tip of one haptic is also broken and adhered to the optic surface with solution. The optic is torn/cut. We are unable to determine the root cause for the reported complaint " one of the lens haptics was broken". The iol was subject to handling. The iol was returned with substantial amount of solution dried on it. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).